Manufacturer narrative:
Batch review performed on 02/06/2015: lot # 111242 - code 01.15.10.0162: (B)(4) items produced and released on 09/16/2011. No anomalies found in all the production steps. To date, all the items of the lot have been already put on the market without any similar event.

Manufacturer narrative:
On march 10, 2015 the r&d (B)(4) did the visual inspection on the returned piece and he noticed that the impactor sheared off at the basis of the thread. He suggested that the event was caused by user error. To support this, he decided to perform a simulation test that takes a certain time to be performed because it is required the manufacturing of a specific tool. This tool allows the impactor to be fixed on the equipment in order to simulate the compression of the terminal. A comparison will be performed between the compression of the terminal completely screwed and the compression of the terminal partially screwed. The results will determine if the impactor was screwed in the correct way when used. On march 13, 2015 the r&d employee in charge of the test confirmed that the process to produce the needed tool started and it would take about 3 weeks.

Manufacturer narrative:
On june 17, 2015, it was prepared a final report with the information collected during the investigation, already reported in the initial report and follow ups. On june 24, 2015, the report was sent to the initial reporter and the case was closed.

Manufacturer narrative:
On april 24, 2015 the r&d project manager made a test on an item of the same part number to verify the resistance in flexion of the minor section of the instrument. In fact this section was broken on the retrieved item. From the test it resulted that the weakest part is the threaded one and not the minor section. For this reason, no root cause of the breakage was detected with this test. It is important to notice that to date we sold more than (B)(4) cups using this instrument.

Event description:
(B)(4).